Manufacturer narrative:
Age at the time of event: is being updated. Patient weight: is being updated outcomes attributed to adverse event: updated to required intervention to prevent permanent impairment/damage. Date of event: is being corrected. Other relevant history, including preexisting medical conditions: is being updated. Concomitant medical products and therapy dates: is being updated. Complaint conclusion: it was reported that following mynxgrip vascular arterial closure, the patient was noted to have a septic reaction. Additional information received indicated that the sepsis was treated with IV antibiotics. The mynxgrip vascular closure device (vcd) was being used in conjunction with a 6f 13 cm procedural sheath introducer, following a left leg ¿aif¿ with runoff, pta (percutaneous transluminal angioplasty), laser and stent procedure. The device packaging was not compromised during storage and was opened in a sterile field. Hospital protocols including sterile technique were followed. The patient was under local anesthesia during the procedure. The procedure was performed as an outpatient; however, the patient was hospitalized for 3 days following the procedure, due to extreme weakness and fatigue. The access site was cleaned/maintained post-procedure with sterile water, hibiclens and bandaged in a sterile environment. The source of the septic infection is still unknown. Patient was noted to be doing fine. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f1725101 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum (02/02/2018) additional information received indicated that the septic was treated with IV antibiotics. The mynxgrip vascular closure device (vcd) was being used in conjunction with a 6f 13 cm procedural sheath introducer, following a left leg aif with runoff, pta (percutaneous transluminal angioplasty), laser and stent procedure. The device packaging was not compromised during storage and was opened in a sterile field. Hospital protocols including sterile technique were followed. The patient was under local anesthesia during the procedure. The procedure was performed as an outpatient; however, the patient was hospitalized for 3 days following the procedure, due to extreme weakness and fatigue. The access site was cleaned/maintained post-procedure with sterile water, hibiclens and bandaged in a sterile environment. The source of the septic infection is still unknown. Patient was noted to be doing fine.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1725101 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that following mynxgrip vascular arterial closure, the patient was noted to have a septic reaction. Additional information was requested, but is not available at this time.